Event description:
New information received indicates that the lead was capped and replaced on (B)(6) 2016. The patient was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a scheduled follow-up, increased pacing lead impedance and a slight rise of capture threshold were observed. Since the patient's device was nearing eri, the lead is anticipated to be capped and replaced during the procedure. The patient was stable.